Event description:
Patient reports three hospitalizations in the past year for blood sugar issues. Patient reports the first two events were due to hyperglycemia and took place in the months of april and june 2003. The third event was due to hypoglycemia and was reportedly in july 2003. Patient cannot remember any further information regarding the events. Patient is no longer seeing the prescribing physician for the pump because physician told me that he cannot help me anymore'. Device not returned for evalution.